Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The first target lesion was located in the proximal to mid right coronary artery (rca). After a guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter and a 3.0x12mm synergy stent was implanted. A second, 90% stenosed, target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 2.0x15mm non-bsc balloon catheter was advanced for pre-dilation in the mid lad and a 2.75 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion after several attempts. A new 2.75 x 20mm synergy¿ stent was advanced but failed to cross the lesion and it was noted that the shaft part was broken. Another 2.50 x 20mm synergy¿ stent was advanced but also failed to cross the lesion. The procedure was completed using a new guidezilla guide extension catheter and a new 2.5x20mm synergy sent. No patient complications were reported and the patient's status was stable and good.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a hypotube break 254 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer/inner and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
This is the same case as MDR ID: 2134265-2017-12429 and 2134265-2017-12283.